Event description:
It was reported that the patient presented for a routine generator change. During the procedure, it was noted that the left ventricular lead exhibited high capture and caused phrenic nerve stimulation. The lead was explanted and replaced. There were no patient consequences.